Manufacturer narrative:
On 29-dec-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The right side was smaller in size compared to the left. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear in the anterior aspect measuring 2.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot #6603690). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. The patient noticed that the right breast was decreasing in size compared to the left. The deflation was diagnosed via a physical exam. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor saline breast prostheses on (B)(6) 2021.

Manufacturer narrative:
On 30-nov-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, an updated explantation date of (B)(6) 2021 was reported. On 06-dec-2021, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo bilateral explantation and replacement with unspecified mentor saline breast prostheses. New information received states that the patient had her explanted breast prostheses replaced with mentor memorygel breast implant 350cc gel breast prostheses. Manufacturer¿s reference number:(B)(4).